Event description:
Device 2 of 2. Reference MFR report #1627487-2014-12789. It was reported the pt lost stimulation gradually over the last couple of weeks and had unintended stimulation in his chest. Images taken revealed the leads have migrated. On (B)(6) 2014 the physician repositioned and re-anchored the leads. Follow up revealed the pt is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.